Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer continued to use the existing cartridge. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.